Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the sockets. The geartrain and the tps flex assembly on both the motor cartridge and the potted trigger assembly were cracked. The driveshaft was worn.

Event description:
The remb universal driver was tested before the procedure. The device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Event description:
The remb universal driver was tested before the procedure. The device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.